Manufacturer narrative:
The reported event that the tip of the driver was broken during removal of a screw could be confirmed. The visual inspection revealed that the screwdriver was fractured at the tip / working area. Two small fragments of the tip breakage of the screwdriver were returned. Furthermore it was determined that the direction of the plastically deformed flank indicates an overload situation in turn-out direction. Also each fracture surface of both breakages of the tip shows the appearance of a forced rupture due to bending overload. Based on the investigation the root cause of the determined tip breakage of the returned screwdriver was attributed to a user related issue. According to this, during application too high torsional forces were applied to the screwdriver in turn-out direction during screw removal which led to the breakage of the tip due to the occurred (resulting) bending overload. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During surgery when the screw was extracted with the driver, the tip of the driver was broken.broken piece might remain in the oral cavity. The screw which was extracted was implanted long before, and it is unclear whether it is leibinger product.

Event description:
During surgery when the screw was extracted with the driver, the tip of the driver was broken. Broken piece might remain in the oral cavity. The screw which was extracted was implanted long before, and it is unclear whether it is leibinger product.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.